Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 17 months after the implantation loss of capture due to dislodgement was observed. The patient showed no symptoms. A new lead was implanted.